Event description:
Healthcare professional (hcp) reports home pt (hp) reported leak in tubing of pt extension line during use. Pt discontinued treatment and was given prophylactic antibiotics. Per hcp, no pt injury resulted.